Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding product return has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reports right side capsular contracture baker grade IV. Device has been explanted.

Event description:
Healthcare professional reports right side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: an analysis of the returned device identified an opening on radius and black particles in the shell. A visual and microscopic analysis was performed which identified flat creases, wear/abrasion, a non-penetrating nick, a striated-edged opening on the radius and a striated-edged opening on anterior. Based on the device analysis the final assessment is: two striated openings assessed as surgical damage, consistent with the use of some surgical tool.